Event description:
The contact is a visiting nurse who stated the customer has received low blood glucose readings. The customer received a reading of 47 mg/dl, but was not showing symptoms of low blood glucose. Later in the day, the customer was taken to the hospital because she felt as is her blood was low. The hospital tested her at 39 mg/dl and treated her with glucose. Troubleshooting showed the meter and strips were working as designed. Customer service also discussed technique with the nurse, who was going to review the information with the patient.